Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 163 mg/dl. The customer stated that she wore the insulin pump in her bra and that she goes out a lot to work out; the device may have been exposed to moisture from sweat. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Received with cracked case at display window corners, reservoir tube, battery tube threads, minor scratched display window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.